Event description:
User facility reported unsuccessful cavity assessment integrity (cia) tests while attempting a novasure procedure. The device was removed, a hysteroscopy performed, and a perforation was noted. No treatment was needed and the pt was discharged home. Additional info was received 07/08/2008. The physician reported she did not know if she perforated the uterus with the sound (MFR unk, not hologic) or the novasure device. She reported the pt was discharged on antibiotics (zithromax and doxycycline). Additionally, the physician reported the pt was seen the next day and was fine.

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure device. According to the instructions for use (IFU) under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36). Although designed to detect a perforation of the uterine wall, it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.